Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing issues with his infusion sets since the middle of (B) (6) 2010. He stated the infusion sets leak insulin at the luer connection and the adhesive of the headset. He noticed the issue when his clothes became wet. He experienced elevated blood glucose of 465 mg/dl as a result. He changed the infusion set and bolused through the infusion device to lower his blood glucose. His normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.